Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, upon sensor removal, patient was unable to locate sensor wire. Patient reported being unable to see sensor wire protruding from skin. Patient reported experiencing no discomfort at the site of insertion and at the time of the call reported being healthy.